Event description:
1 hr into treatment, pt c/o nausea and oi distress, pt's tx dlc'd and then restarted 1 hour later. Pt again c/o nausea, chills, tinging of body and generalized bare pains, pt felt lightheaded, vss, tx terminated, symptoms vesdued 20 minutes later, pt sent home next shiff, new patient put on machine (see MDR) and became symptomatic in moments, treatment terminated machine pulled.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.